Manufacturer narrative:
Device evaluated by MFR: customer dd not request onsite inspection.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use. No harm has been reported. The customer requested a part number for the flexvision pc. The flexvison pc has been sent to the customer. No onsite inspection by philips has been requested by the customer. Philips is further investigation this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer remotely and confirmed that the system was not starting . Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The rse suggested for the replacement of flexvision pc and provided the parts number. Customer order the new flexvision pc and replaced it on their own. After replacement of the flexvision pc , the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method and component code were corrected .